Event description:
This is report 2 of 4 for the same event. It was reported from the (B)(6) that during a shoulder prosthesis surgical procedure, after cutting the humerus, and placing the power drive system temporarily on the operating room (or) table, it was observed that the power drive device caught fire. The power drive system consisted of a power drive device, attachment device, battery device and battery casing device. According to the report, a black thick plume of smoke suddenly started to circulate from the power drive device between the handpiece and battery enclosure. It was further reported that ten centimeter (cm) high flames were observed coming from the device. The or nurse dropped the power drive system from the operating room table to the ground, and put the fire out with a water saline solution. The reporter stated that the table with the sterile cloths also caught fire and was extinguished with a water saline solution. It was further reported that the smoke of the hand piece, which caught fire, polluted smoke and particles into the air of the operating room. It was reported that during and after the fire, there were ¿combustion products taken off the hand piece and table¿ which came in ¿the air of the operating room¿ and were clearly visible. The reporter stated that the surgical site was shielded from the outside air to avoid any parts coming in contact with the wound. After the incident, the operating room staff replaced the devices for a new set of devices. It was further reported that the operating room staff replaced all sterile clothing. There was about a thirty minute delay to the surgical procedure. The surgery was completed to the satisfaction of the surgeon. There was no patient harm. There were no injuries or prolonged hospitalization to the patient or the operating room staff. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a hole has been burned into the battery casing close to the contact mechanism. After disassembling the casing, it was observed that one of the four contact lamella had broken off and was missing. Based on the evaluation result for the battery casing, it was determined that it was highly probable that prior to use in the operating room (or), the missing contact lamella broke off and moved between the contact mechanism. This may have occurred when the instrument was put back down on the instrument table. This part then came into contact with the plus and minus pole of the battery casing causing a short circuit. This missing part either evaporated due to the short circuit or was lost. The result of the short circuit was that the contact lamella became extremely hot which in turn caused the battery casing to heat up significantly at a certain point on the housing. The plastic housing in this area then started to heat up, then melt and finally catch fire. The assignable root cause was due to a component that was broken and damaged. If additional information should become available, a supplemental medwatch report will be submitted accordingly.